Event description:
The surgery center reported suction loss with two (2) patient interface after laser firing. The suction issue was discovered after patient applanation. The procedure was completed successfully. There was patient injury and/or the patient required surgical intervention.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Manufacturing record documentation shows that manufacturing for the device was assembled following procedures, in compliance and there were no non-conformances associated to the device.